Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The mod/ end head trial inserters were unable to get completely cleaned. Bioburden is coming out of ball bearing fittings.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument could not confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.